Manufacturer narrative:
The ge service representative performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a charger failed error. No report of patient injury.